Event description:
On (B)(6) 2008, the primary surgery (without fusion method) was performed using xia4.5. The surgeon was planning to perform another surgery to replace the rods soon since the extended connector was fully extended but before that surgery, it was found (when found is unk) that one side of the rod fractured (when fractured is unk) underneath the extended connector. On (B)(6), 2010, the pt will be revised to replace the rods. The lot number of the broken rod is unk, but it is either gvu or hfz.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.